Event description:
Device delivered 2 watts of energy while treating a pt. The incident occurred while treating the far periphery, so the dr does not feel the pt's vision was compromised. However, in another situation, this could be serious.